Event description:
Related manufacturer reference number: 2017865-2024-03568. It was reported the patient presented with an atrial lead that exhibited a loss of capture. Magnetic resonance imaging (MRI) was performed and revealed the lead had dislodged. Remote transmissions via merlin.net revealed the implantable cardioverter defibrillator (ICD) exhibited far r oversensing which triggered inappropriate mode switches. Programming changes were performed to resolve the loss of capture and the far r oversensing. There were no patient consequences.